Event description:
The customer reported that the on/off button on their device was intermittently not responding, when pressed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. The main keypad assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the left side of the on button was soft/worn, but still functioned ok when pressed firmly.